Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set detachment from connector on (B)(6) 2024. The issue occurred with one infusion set used for 24 hours. The blood glucose level of the patient was high which was treated by changing infusion set and giving bolus. No further information was available.